Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The withdrawal difficulty was unable to be confirmed. The patient had mild vascular tortuosity. While coaxial alignment was reportedly achieved during removal, this cannot be confirmed without procedural imagery. The tortuosity can affect withdrawal angles, causing the crimped valve to catch on the distal tip of the sheath, leading to the reported withdrawal difficulty. Additionally, the training manual states that a crimped thv aligned on the balloon is larger than one off the balloon, which may increase the risk of device interaction during system removal. While a definitive root cause was unable to be determined, it is possible that patient factors (tortuosity) and/or procedural factors (device interaction) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, withdrawal difficulty of a commander delivery system into a 16fr esheath+ resulted in surgical cutdown to assist in the removal of the devices. During a right-sided transfemoral vein tmvr valve-in-surgical valve procedure, after using a 12mm septostomy balloon, the valve and delivery system would not cross the septum. It was attempted to pull back the first valve 29mm sapien 3 valve and delivery system into the sheath for removal, but they would not go back into the sheath. The valve was caught on the distal tip of the sheath. Vascular surgery was consulted, and a surgical cutdown was performed to remove the valve off the end of the sheath in vessel with direct visualization. The delivery system and sheath were removed through the transfemoral incision. The patient was hemodynamically stable. A second 29mm sapien 3 valve and delivery system were prepared. A non-ew sheath was used at the same access point, and septostomy was reperformed with a 16 mm balloon. The second valve and delivery system advanced safely, and the valve was deployed.